Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a faulty socket caused the no image issue found during the device evaluation. Regarding the burned-out lamp, it is likely that it was caused by wear problem. The root cause of the socket failure could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited no image, a faulty socket, and a burned-out lamp. There was no patient involvement.